Event description:
During troubleshooting an alarm, the customer revealed that the transfer set was not turning as easily as it did before. The home patient (hp) stated that if he opens the transfer set all the way, it does not drain. The technical service representative (tsr) explained and advised the hp to follow-up with the nurse. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a damaged transfer set was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
Product surveillance had contacted the nurse regarding the alarm and the transfer set. The nurse stated the transfer set had since been changed. The nurse stated she was not aware of any excessive force or banging to the transfer set. Per the nurse, the home patient (hp) resumed therapy without any problems. Per the nurse, the hp uses alcohol wipes to clean the transfer set. During further follow up with the nurse regarding the report of transfer set not turning as easily as it used to, the nurse explained that per the hp, the transfer set was not closing easily; however the nurse then added that she had not noticed any such difficulties when she tried it at the clinic. The nurse confirmed that she did not notice any defects on the transfer set or experience any issues at the clinic. The nurse stated that she still went ahead and replaced the transfer set per hp's request. The nurse verified that hp did not have any injury or harm as a result of the reported issue. Per nurse, hp is doing fine and continuing therapy. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.